Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, false empty detect at initial drain. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 3636ml. The largest prescribed fill volume was 2000ml, which meets iipv criteria. According to the nurse the patient's logs say that the patient drained about 2800ml on (B)(6) 2010. The nurse stated that she was aware that the patient was having excessive drain volumes, however, the patient did not report any symptoms of overfill. Furthermore, the patient received a new cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.